Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severly calcified, 95% stenosed lesion in the posterior left ventricular artery (pla). Two treatments were performed before the oad jumped forward through the lesion and sheared off the viperwire advance guide wire spring tip. The fractured component was left in the patient. Balloon angioplasty was performed to complete the procedure. The patient was in stable condition.